Event description:
It was reported that the compressor was not switching on . There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor was not switching on . The field service engineer found the compressor with motor defective and replaced it. The compressor was handed over to the customer in good working condition after passed tests. The defective compressor motor was sent to the national warehouse, but not further for investigation. If the compressor cannot provide enough air pressure, both the compressor and the connected ventilator will generate alarms. A connected ventilator will alarm for low air supply pressure and high o2 concentration. Additionally, if no o2 gas is connected to the ventilator, it may lead to stop of ventilation. The conclusion is that the compressor with motor was replaced which solved the problem. As no part was returned for investigation, the root cause could not be determined.